Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked at the threads on the side. Moisture corrosion was observed in the battery canister and on the battery cap. The returned battery cap was undamaged and able to fit securely to the pump. The battery cap was fastened and then unscrewed ½ turn leading to a reboot. The reported power issue was duplicated due moisture corrosion. The pump was powered on again and exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture corrosion in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.